Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice /recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to sound abatement foam that became degraded and caused the patient to have cervical and breast cancer. The patient did receive medical intervention and reported to have surgery twice. This event is assessed as not related to the device in this case. Based on the available information, the manufacture concludes no further action is necessary. There was no medical intervention required by the patient. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer visually inspected the internal and external parts of the device and found dust/dirt and fibrous contamination inconsistent with degraded sound abatement foam was observed throughout device enclosure, and airpath, suggesting a source external to the device. Slight black contamination at the blower seal of the blower box is consistent with the keratin contamination observed in ER (B)(4) (v1). The manufacturer concludes there was no evidence of sound abatement foam degradation/breakdown was observed in this device.

Event description:
The manufacturer received information alleging a bipap device's sound abatement foam became degraded and caused cervical and breast cancer. The patient did receive medical intervention and reported to have surgery twice. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.